Manufacturer narrative:
Other, other text: additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing and the pump was in good condition. Accuracy and functional tests were performed and it was found that the device was operating within manufacturing specification. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device had a low flow; it is unknown if there was a patient involved.